Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06871. It was reported the patient has lost stimulation due to the ipg being depleted. It was also reported the patient wasn't receiving adequate coverage prior to the ipg depleting. Reprogramming was unsuccessful. The patient will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.